Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with crep2 creatinine plus ver.2 on a cobas 6000 c (501) module (serial number (B)(4)). It was asked, but it is not known if any questionable results were reported outside of the laboratory. The first sample initially resulted in a creatinine value of 199.7 umol/l when tested on a siemens analyzer. The sample was repeated with the roche creatinine method on the c 501 analyzer, resulting in a value of 99 umol/l. The second sample initially resulted in a creatinine value of 205.0 umol/l when tested on a siemens analyzer. The sample was repeated with the roche creatinine method on the c 501 analyzer, resulting in a value of 99 umol/l.

Manufacturer narrative:
Two patient samples were provided for investigation. The customer's c501 creatinine results were able to be reproduced during the investigation. It was determined that there was no bromelain interference in the patient sample. The investigation is ongoing.

Manufacturer narrative:
Both samples were collected from the same patient. Medwatch field d10 has been updated.

Manufacturer narrative:
The investigation determined the results from the roche analyzer are plausible. The investigation could not identify a product problem.